Event description:
Customer alledged she received a burn from using her lansinoh 3-in-1 breast pack.she said she heated it as instructed and after, it did not feel hot to the touch. After using her breast pump, the customer stated that she "had a black char burn" on her breast.she also, stated a week later that it was not healing. The hygenic corporation recieved this complaint from the lansinoh team on 4/16/2020. The customer service team, did try and obtain more information, but due to lapse in time of occurance and notification date, none was received.